Event description:
A surgeon reported that a memory lens implanted in a patient's left eye in 2000 has since opacified with visual acutiy reported as 20/30. The lens was explanted & replaced and a vitrectomy performed in 2004 with no complications reported. Prognosis is good. No further info is available at the time of this report.